Event description:
A malfunction alarm occurred with code malf 16, and it was confirmed that the issue did not cause an adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump and instructed the customer on how to store the faulty device before returning it. The customer acknowledged and agreed to these instructions and planned to use a multiple daily injection (mdi) as backup therapy to ensure continuous insulin delivery.